Event description:
It was reported that the patient was experiencing ineffective therapy. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information/ date of implant. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
Corrected data: d6b - date of explant was inadvertently excluded in the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Corrected data: primary unique device identification (UDI) number